Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's implantable cardioverter defibrillator, right atrial and right ventricular leads were removed and replaced due to "abnormal measurements". The right ventricular lead also exhibited externalized conductors. No further information was provided.

Manufacturer narrative:
Correction: upon review of the newly provided information, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received on (B)(4) 2019 indicates that the patient's implantable cardioverter defibrillator was electively replaced with no indication of a malfunction. The patient was stable without any complaints.

Manufacturer narrative:
Analysis was normal. No anomalies were found.